Event description:
It was reported that the patient's insulin cartridge was leaking insulin into the cartridge compartment of the infusion device. The patient detected the leak when he smelled the insulin. He changed the infusion set and programmed a bolus; the insulin did not flow from the end of the infusion tubing and instead leaked from the insulin cartridge. No adverse event was reported. The insulin was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.